Manufacturer narrative:
Title: cost analysis of pancreaticoduodenectomy at a high-volume robotic hepatopancreaticobiliary surgery program source: j am coll surg vol. 232, no. 4, april 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study evaluated outcomes of patients who underwent pancreaticoduodenectomy from august 2012 to november 2019. Suture was used to construct the hepaticojejunostomy, the pancreatojejunostomy, the ligament of treitz and the duodenojejunostomy. There were 386 patients: 205 patients underwent robotic pancreaticoduodenectomies and 181 underwent ¿open¿ panc reaticoduodenectomies. Complications included: pancreatic leaks, biliary leaks, infections and sepsis. Readmissions were reported. All leaks were treated with extended drain placement. Authors: rosemurgy a., ross s., bourdeau t., jacob k., thomas j.k., przetocki v., luberice k., sucandyi. Year: 2021 title of article:cost analysis of pancreaticoduodenectomy at a high-volume robotic hepatopancreaticobiliary surgery program.